Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently the insulin gauge was inaccurate across multiple cartridges. Customer either continued to use the existing cartridge or loaded a new cartridge in an attempt to resolve the issue, however the insulin gauge remained inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.